Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the left ventricular (lv) lead was inactivated follow up concluded that the patient experienced diaphragmatic stimulation and the lead was programmed off and subsequently capped. No further patient complications have been reported as a result of this event.